Manufacturer narrative:
Customer reseated cables and pcba.

Event description:
The customer reported that the ventilator alarmed and went vent inop during normal ventilation operation due to a data acquisition pcba adc failure. The customer reported the device was in use on a patient and there was no patient harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The facility biomedical engineer reported the data acquisition pcb board and all cables were reseated and the reported problem could not be duplicated. The biomedical engineer reported the device is back in service.